Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the spinal cord stimulator (scs) system was nonfunctional with its current limited parameters, so it was removed. No further complications were reported. Follow up was conducted.